Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5152441.

Event description:
A voluntary MDR report was received on (B)(6) 2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a difference in readings of over 150 points high. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.